Manufacturer narrative:
The device was not returned for investigation. Photos were sent which confirmed the device to be in the condition described in the event description. The photos revealed the tip of the driver is broken.

Event description:
It was reported that the driver tip broke off during use. In the process of removing the end of the screwdriver from the glenosphere the glenosphere was damaged and hence removed and replaced with a new implant. There was a 15 minute delay. No patient impact.